Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the implant never worked for her since implant and she was in severe pain. Patient stated it did not help her. Patient stated that she was in severe pain on that side of her body and could see the device. Patient stated it moved around at night when she woke up in the morning, it was in a different place. The patient stated "I've never hurt so bad in all my life". The patient mentioned seeking compensation. Patient wanted device removed. No further complications were reported/anticipated.